Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure the guide wire was inadvertently allowed to advance into a very small side branch which resulted in coronary perforation. A pericardial tap was performed and an estimated 1000cc of fluid was withdrawn from the pericardium. The pt was transfused, stabilized and sent for coronary artery bypass graft surgery. Reportedly the pt tolerated the procedures well and was in stable condition. It was reported that the physician considers this issue a technical error and not a product related issue.